Event description:
Report 1 of 4:it was reported prior to use of bd vacutainer® eclipse¿ blood collection needle, 1 device's hub separated from the collar. When the green needle cap is removed by pulling it straight off, the cap is detaching together with the pink safety shield. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.